Event description:
The manufacturer received information that a patient went into cardiopulmonary arrest when the ventilator they were using allegedly had an inoperative condition. The patient was taken to a hospital and successfully resuscitated. The ventilator was returned to the manufacturer for evaluation. The device passed all testing and was found to operate and alarm as designed. The ventilator's downloaded event log was reviewed. The device maintains the event logs in non-volatile memory. An event, as logged by the device, includes every keypress, alarm, or failure of the device to remain within specifications. There were no events logged related to device performance or device malfunctions. If a device malfunction occurred, the event logs would have contained entries related to the malfunction. On the reported day of the event, (B)(6) 2017 at 12:49:52 local time, the ventilator was manually powered off using the proper sequence of key presses. The ventilator remained off for approximately 31 minutes until it was manually powered on at 13:20:57 local time. According to the reporter of the event, this timeframe correlates with the reported timeframe of the alleged ventilator inoperative condition. Based on testing and evaluation of the ventilator's downloaded event logs, the manufacturer concludes the device operated and alarmed as designed during the relevant timeframe. The device was manually powered off causing the reported event.